Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the alarm did not work for pauses greater than 3 seconds. There was no report of patient injury or harm.